Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a pen ndl 31g 5mm 90 count mail order only was unable to deliver medication and was damaged during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection and the needle was missing from the non patient end. Verbatim: consumer reported needle clog during injection. Also reported that there is no needle at non patient end. Lot #: 9114916 catalog #: 320882 date of event: unknown samples: available, sending mail kit".

Event description:
It was reported that a pen ndl 31g 5mm 90 count mail order only was unable to deliver medication and was damaged during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection and the needle was missing from the non patient end. Verbatim: consumer reported needle clog during injection.also reported that there is no needle at non patient end.lot #: 9114916catalog #: 320882date of event: unknownsamples: available - sending mail kit."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned a single pen needle with a purple cap identifying it as a 5mm 31 gauge needle. The pen needle was visually inspected prior to testing for needle clogs. The non-patient side has been broken at the proximal end of hub¿s needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. Based on the damage present, the needle breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. Pen needle DHR batch 9114916 was reviewed. The batch number was built with pen needle assembly line in oct 2019. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. As per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. No quality notification was raised on past 12 months on similar non-conformance. The root cause of the needle breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was missing/clogged.